Event description:
Allegedly pt had pain and failed total knee. Revision surgery was performed.

Manufacturer narrative:
Conclusion statement: no conclusion can be drawn. Medwatch 3500a has not been received from user facility despite documented requests.